Event description:
It was reported that the patient received inappropriate therapy for an atrial fibrillation episode. Programming changes were made, and change in medication was administered to resolve the issue. The patient condition was fine following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.